Event description:
It was reported that a patient underwent a hernia repair procedure on (B)(6) 2015 and absorbable straps were used. While the eighth strap was fired, the tip of the absorbable strap device came off. It is possible that the device came into contact with bone. The procedure was completed with a different type of tacker. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The evaluation found the cannula cap was detached from the cannula tabs and is missing. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. (B)(4).